Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2008, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 30-sep-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer in regard to a patient with an implantable pump containing baclofen (unknown) (2000mcg/ml) for intractable spasticity. It was reported that the patient was having an issue with her catheter for some time. They think there may be a kink or an obstruction, but they are not sure. Caller was directed for patient to see the neurosurgeon to investigate further. Caller stated they were able to withdraw 1 - 2 cc's of fluid from the side port and the fluid withdrawn was very bubbly. Caller asked for guidance on doing a prime bolus.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial # (B)(6); implanted: (B)(6) 2008; product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider reporting that they are still addressing some additional work-up like spontaneous cerebrospinal fluid (csf) leak. It was mentioned that the pump appears to be working ok and there is low suspicion for a pump malfunction after discussing with neurosurgery. The pump was found to appear intact and functionable at this time.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.